Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory via review of the device image. The device was tested using automated test equipment and an anomalous component on the hybrid was found. The cause of the reported reset was an anomalous component on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert and unable transmit via remote transmission, the device was found to be in backup vvi mode. It was noted that the patient experienced fatigue. A device download was performed and the device was normal. Right after that, a 2nd vibratory alert was received and the device was found to be in backup vvi mode again. A device download was performed again in a different room and with a different programmer. Shortly on the same day, when the patient presented in the emergency room after receiving another vibratory alert, the device was found to be in backup vvi again. A device download was once again performed successfully. The device was then again found to be in backup vvi mode yet again so the physician elected to explant and replace the device. The patient was doing well.